Event description:
Physician could not gain access to the contralateral leg hole due to a tight distal aortic waist. Procedure was converted to an aorta-uni-iliac approach and was completed successfully.